Event description:
The pt has 2 leads (from the same lot) implanted as part as his scs system. It was reported the pt experienced ineffective stimulation. Diagnostic testing revealed all invalid impedance readings on the pt's left lead. X-rays were taken. The pt may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.